Event description:
It was reported that the usb cable needed to be held in a specific position to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was 194 mg/dl. Replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.